Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that the device leaked fluid from the battery pack during a procedure. There was no delay, no medical intervention, and no adverse consequences.